Manufacturer narrative:
B5 of initial report should have included below verbiage: philips received a complaint by the customer on the v60 indicating that device will not turn on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The biomed reported that the device screen would not power on, but that the device has power, when unplugged and using battery. The biomed then reported that the device powered on when plugged in. The biomed powered on the device, and then turned it off. The device no longer turned back on. It was noted that the battery may no longer be good and indicated that the battery needs to be replaced.

Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the battery was replaced that the issue was resolved. The device was returned to service.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that device will not turn on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported investigation is ongoing.